Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. As well, as that the battery gauge was fluctuating. Customer¿s blood glucose value was 209 mg/dl. Customer continued to use the pump for insulin therapy.